Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence, symptomatic cystocele, pelvic relaxation, coital laxity, gaping introitus, and disrupted perineal body along with concurrent procedures of anterior colporrhaphy, cystourethroscopy, perineoplasty, and urethropexy. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted to treat pelvic relaxation and genuine stress incontinence. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia and vaginal scarring. It was further reported that patient underwent excision of exposed mesh on (B)(6) 2012 due to pelvic pain, erosion, dyspareunia, vaginal scarring, mid-urethral exposure of mesh, urinary problems and physical injuries. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection and stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Corrected information.